Event description:
This rv lead was implanted on (B)(6), 2010 and remains international implanted at this time. A product experience report received on (B)(6), 2017 states that there was an alert message and noticed several egm recording of noise on the lead. The physician was dr. (B)(6) at (B)(6), canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).